Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete fracture of the lead in addition to, coil deformation, lead body damage, including kinks, insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress from the patient's fall contributed to the observed damage. The reported loss of critical therapy is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this patient underwent a right ventricular lead replacement procedure due to lead fracture. This patient's lead safety switch was triggered after she fell off a ladder. Patient presented with atrioventricular block and junctional rhythm at 50 bpm and required surgical intervention to restore critical therapy.